Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-02361.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02361. It was reported the patient experienced loss of stimulation. System diagnostics determined high impedances on the leads. A sjm representative tried troubleshooting to no avail. X-rays revealed one of the lead has migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2016-02361. Additional follow up received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the leads were explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.